Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) approximately 2 months and 18 days post transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra valve inside a 25mm magna ease surgical valve the patient was treated with a bioprosthetic valve fracture using a 26mm non-edwards ballon at 15-20atm for moderate to severe central aortic insufficiency (ai) as the valve was pinwheeling. The result was great expansion, and the valve gradient was 6mmhg. The patient left the room in stable condition. The patient was discharged in stable condition. The patient had presented with some shortness of breath and fatigue with more than usual exertion and some bilateral foot swelling and also did get lightheaded once in a while but denied any syncopal events. The valve had evidence of stenosis. The peak systolic velocity is 3.4m/sec, the mean systolic gradient is 24mmhg, the peak systolic gradient is 47mmhg, the dimensionless index by vti is 0.2, the valve area by the velocity time integral method is 0.6cm2 for a left ventricular outflow tract diameter of 2cm and acceleration time is 100ms there was no regurgitation seen at the time of implant. There was halt that had been treated with oral anticoagulation medication and resolved previously. The valve was very under expanded at the time of the implant and it was thought that the pinwheeling of the leaflets was the cause the ai. The under expansion was due to the valve being constrained by the patient's surgical valve.